Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Additional observations: red particles observed, on the surface of the shell. Yellow biological tissue observed, on the surface of the shell. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, 'patient contacted us. With complaints of pain, deformation in the breast area. According to the results of ultrasound, contracture of the breast on both sides. Based on the results of the operation, contracture, baker's grade 3-4 was confirmed'. Device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported 'patient contacted us with complaints of pain, deformation in the breast area. According to the results of ultrasound, contracture of the breast on both sides. Based on the results of the operation, contracture baker's grade 3-4 was confirmed.' Device has been explanted. This record relates to the right side.

Manufacturer narrative:
Cont h6 f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture baker's grade 3-4".